Event description:
It was reported that device had persistent downstream occlusions during priming. Event occurred in (B)(6) 2025 and (B)(6) 2025. M there was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, no probable cause could be determined as the customer complaint could not be reproduced or duplicated carried out performance verification test, all test passed within specification and no failures. Customer complaint was confirmed in the alarm log but could not be reproduced or duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.